Event description:
International customer advised that the suture knots untied one day following chest sternum closure. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.